Event description:
It was reported that the patient was re-implanted on (B)(6), 2011. To date no further information has been received regarding the circumstances leading to re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.